Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reported that the drawers were not being detected on the bus. The fse stated that the unit was powered down and then powered on again, after which the drawers were detected and functioning as expected. The system functioned as intended after the field service engineer repaired the device.